Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer also noticed bent sensor cannulas. Customer has been running very high and has been under a lot of stress lately. Customer's blood glucose level could have been 400 mg/dl at the time. Customer stated that sometimes it does not work and the readings are off. Customer gets sensor error and change sensor alerts. Customer stated that sometimes the tape gets stuck in the serter and she has to wiggle it to get it out. Troubleshooting was performed and customer will try to find another insertion area. Customer changed the sensor. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.